Event description:
Nurse reported that the IV tubing from the normal saline line separated at the junction of the med port after tubing exits from the pump. The tubing fell to the floor and was found by the on-coming nurse in a pool of blood. ( amount of blood not indicated). Additional information received from the facility indicated that the patient suffered no adverse sequela associated with this event.